Event description:
The customer notified of a possible hemolysis incident. The pt complained of headache and back pain. The pt's dialysis treatment was without incidence but was admitted to the hospital the next day with altered mental status. The facility administrator was contacted for information regarding this incident. She stated that the pt was feeling bad prior to treatment. The pt was complaining of headache and general malaise. The pt continued to feel "bad" during treatment. Approximately, one hour from the end of treatment, the pt developed petechiae on her upper chest and arms but did not have any complaints of itching. At thirty minutes from the treatment, the pt continued to complain of a headache but, then also complained of back pain. The treatment was then discontinued. The pt was discharged to home following dialysis. Later that evening, the pt went to the ER and was admitted for hemolysis. Reference MFR report # 8030638-2006-00009.